Manufacturer narrative:
Immucor technical support assessed the images of the test wells for the testing in question, using a remote electronic connection method.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative antibody identification when using capture-r ready-ID when used on a galileo echo.